Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratched case.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 110 mg/dl. The customer stated that the buttons were having slow reaction times, and the numbers were ramping on the screen now. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.